Event description:
The complainant reported that an impella cp pump was implanted in a patient for circulatory support. As flows were ramping up, a sensor unreliable alarm appeared. Flows and motor currents were assessed and were appropriate. The alarm was muted. The patient was successfully weaned from the pump and the device was explanted. There was no reported harm or injury to the patient.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. No product was returned. Log review showed signal not reliable below 1000 upon pump startup, which led to intermittent placement snr alarms on first day of support. The snr varied throughout the case but remained below 1000 for the majority of the 95 hour case. Contrast varied but remained just above spec for a large portion of the case. Gain, light, and lamp were in spec and relatively stable throughout the case. Therefore, there is no indication of a hard failure of the pump. The clinical states the issue presented upon pump startup and pump position and flows were verified, but no other relevant details are known. The root cause of the optical signal issue related to the pump was not determined since product was not returned and insufficient clinical details were provided. Upon data log review, it is apparent that the console is a potential cause of the issue. Please refer to 25-42234-2 for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.